Event description:
On 02-may-2022, the following information was reported to kci by the patient: on (B)(6) 2022, the patient allegedly developed an escherichia coli infection after the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed that required intravenous and oral antibiotics. No additional information was provided. A device history record review for v.a.c.® granufoam¿ dressing lot number 9531892v009 was completed. All end release testing of the product and packaging met specifications. On 04-mar-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022 the device was placed with the patient. The patient declined to return the device stating "it was working fine"; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Additional information regarding v.a.c.® granufoam¿ dressing: lot #: 9531892v009. Expiration date: 31-oct-2024. Unique identifier (UDI) #: (B)(4). Device manufacture date: 10-nov-2021. Based on the information provided, it cannot be determined that the alleged bacterial infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts have been made to obtain additional clinical information. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Manufacturer narrative:
MDR-3009897021-2022-00101 submitted on 31-may-2022 noted the following: section a3 sex: female. Section b5 describe event or problem: on 04-mar-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. Corrections: section a3 sex: male. Section b5 describe event or problem: on 02-mar-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. Based on the corrections and additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bacterial infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 02-mar-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On 26-jul-2022, a device evaluation was completed by kci quality engineering. On 25-jul-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.